Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for placement signal issue. The pump was returned for investigation. Pump passed all electrical testing. The impeller was clean of biomaterial and the dp sensor had no external damages. Data logs show dp sensor drift with an upward trend in the placement signal with no active psnr alarms. No issues were noted with the optical signal parameters. Pump was sent for 24 hour flow testing and sensor drift pattern was observed in the flow test data as well confirming the sensor drift issue. The root cause of the placement signal issue was a sensor drift. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that an impella rp flex pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, placement signal unreliable were observed. Decision was made not to change pump out as motor current had normal flows. Decision made to withdraw care, and the patient expired.